Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, once the sphincterotome was introduced into the papilla, the metal part, at the level of the resection snare broke when the snare was tensioned. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another dreamtome rx 44. There were no reported patient complications as a result of this event.